Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer reported that the start-up alarm did not function on the irc5po2v in question.